Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2023 from the caregiver of a 72 year old male patient with a medical history including history of stroke and end stage renal disease, who stated the patient experienced an adverse event two hours into a home hemodialysis treatment on (B)(6) 2023. Additional information was received on (B)(6) 2023 from the home therapy nurse (htn), who stated the symptoms included a sudden decline of blood pressure (values not provided), vomiting, slurred speech and a seizure. Emergency medical services (ems) were called, and per the htn the patient was admitted with a diagnosis of hypertension. While at the hospital, the patient''s blood pressure returned to normal (nos), and the computed tomography (CT) scan was negative. No further details of the hospitalization or discharge date were provided and the htn stated the plan following discharge involved resuming therapy with the nxstage system.